Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was received and reviewed. The device lot number was not reported. As per manta distribution log indicates device lot number mn2001282 was issued to this site prior to this event. Therefore, the history record review for lot number mn2001282 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, this complaint was reported 48 hours post event. Following a tavr, a 14f manta was deployed in the left common femoral artery for closure. It was noted during the tavr, 17,000 units of heparin was administered, and no protamine was delivered since the patient's act maintained under 250. The arteriotomy was 7.0mm with minimal calcium and tortuosity. Deployment depth was measured at 4.5 + 1. Post-deployment hemostasis was immediate. A post-angiogram showed slight blushing and manual pressure was held for 5 minutes as a precaution. Sometime later, the patient bled and required four units of blood. Since hemostasis was immediately achieved and blush was present but no hematoma, the bleeding was coming from some other location and not around the manta device. The root cause of the retroperitoneal bleed requiring four units cannot be determined due to the insufficient amount of information reported and the unknown origin of the bleed. Transfusions post-deployment is not indicative of a faulty device since manta achieved hemostasis immediately. The IFU was reviewed and confirmed to list warning: do not use if there is marked tortuosity of the femoral or iliac artery. Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: perforation of iliofemoral arteries, causing bleeding/hemorrhage. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: informed today that the patient from tuesday bled post procedure and required 4 units of blood. During tavr 17,000 units of heparin given, post act 245, no protamine given.